Event description:
A us distributor contacted zoll to report that a patient developed blisters under the lifevest equipment. Patient described the area as blistered sores on the front that have popped. There was no alleged device malfunction contributing to the blisters. The patient¿s physician advised temporarily removing the device for the blisters. Follow up indicated that the blisters improved.